Event description:
It was reported that a large volume infusor under infused. The set was filled with 240mls of unspecified chemotherapy medicine. The reporter stated that it took about 61 hours to infuse instead of the expected 48 hours. This was further described as the patient ¿tried to keep the pump bottle above my head for faster delivery but it stopped¿. After 61 hours, the hospital infused 50 ml by IV (intravenous). This was observed during an infusion at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.